Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report intermittent audio output on (B)(6) 2014. Patient's mother was advised to test the alert functionality. At the time of contact, the patient's mother did not report any injury or medical intervention.